Event description:
Another MFR's stent was mounted onto this balloon catheter for deployment in the iliac artery. During attempted deployment of this vascular stent, the stent slipped off the balloon catheter. The stent was successfully retrieved with a snare without incident. Another balloon catheter and stent were used to successfully complete the procedure without pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the surface of the balloon was scratched. Pressure testing revealed a leak and microscopic evaluation revealed a two millimeter circumferential tear located eight millimeters proximal to the proximal radiopaque marker in the transition zone. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used to deploy another MFR's stent in the vasculature which is a non-indicated use of this device. Also, this device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Therefore, co believes these factors contributed to this event and does not attribute it to the device. Co's directions for use state: "balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries."